Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system was offline due to the ip and mac address was cleared during an operation. User stated that they do not have access to server and knowledge portal. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was offline as the ip and mac address was cleared during a procedure. A technical support specialist dialed into the station and found no issues at the moment. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was offline due to the ip and mac address was cleared during an operation. User stated that they do not have access to server and knowledge portal. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 , update. Investigation closed as the support specialist that remotely inspected the device did not report finding any issues. The system functioned as intended.